Manufacturer narrative:
The initial MDR 2517506-2017-00040 was filed on (B)(6) 2017. Additional information (02/22/2017): the cause of the discordant, falsely elevated phosphorus results is due the damaged reagent 2 tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 2 (r2) tubing as it was damaged, cuvette film and diaphragm. The cse performed a check, which passed. The cause of the discordant, falsely elevated phos results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated phosphorus (phos) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated phos results.